Event description:
It was reported that premature battery depletion was observed. The device will remain implanted until eri is reached.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.